Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned off their ins before their cervical rf procedure on (B)(6) 2021 and they did not try to turn it on immediately following the procedure. The patient then had a fall on (B)(6) 2021, and had occipital injections on the (B)(6) 2021. They tried to turn their stimulator on after that and noticed that the left side was not working; their right side was working fine on the 0-3 contacts. The rf procedure and fall may have led/contributed to the issue. Impedances were checked and all were good. They were feeling stimulation at 0.8 on the right side, and on the left the representative turned it all the way up until it went into "out of regulation" at around 15. The patient felt it a tiny bit. Before they were feeling it just like their right side. The patient was going to have an x-ray taken of their leads and the x-ray would be sent to their healthcare provider for evaluation of the lead. The issue was not resolved.

Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the cause of the stimulation issue was not determined. They stated that they have not gotten the MRI results back. The rep indicated the patient is following up with an hcp.